Event description:
It was reported that during an unk procedure, the tissue pad fell off of the device. No other info is available at this time. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Date sent: 06/21/2010. Eval summary: the device was returned with the tissue pad partially detached. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.